Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after a glaucoma stent surgery, a patient experienced an intraocular pressure spike four(4) weeks after surgery. Additional information has been requested but the surgeon does not work there anymore so none is expected.